Manufacturer narrative:
Per the initial report, the cardiva vascade 6/7f device performed per specifications. The device was not returned for physical investigation. An angiogram of the sheath after the exchange was not taken to verify position of the disc before collagen deployment. It should be noted that imaging is specified in the IFU to locate the sheath position and arteriotomy location. Imaging also allows the user to assess the severity of the vascular disease, vessel tortuosity, and vessel diameter and identify the presence of an existing stent or other implant at the arteriotomy site. The device was not returned, and images of the sheath and fluoroscopy of the device placement were not obtained. No device malfunction was reported. Conclusion: based on the information available for review, the potential cause was that fluoroscopy was not taken to verify the collagen position in respect for the arteriotomy. As a result, collagen was deployed / partially deployed in the vessel resulting in vessel occlusion requiring intervention. Additional procedural factors such as sheath exchange, insertion of closure device in conjunction with the degree of the vascular disease and condition (calcification near the arteriotomy site) may have been contributing factors to this event but this is unknown

Event description:
The vascade device was inserted into the sheath and the disc was deployed. Temporary hemostasis was achieved and the sheath was removed. Fluoro was not used to verify the disc was against the arteriotomy. The key was inserted into the lock, the black sleeve was retracted and the collagen was deployed. Pressure was held for 7 minutes and final hemostasis was achieved. On (B)(6)2017 during prep for an additional procedure, the doctor noticed that the collagen plug was intravascular and the patient foot was cold and purple. The doctor used the avinger pantheris atherecthomy device with a filter wire to shave the collagen plug out of the vessel which was collected in the filter wire. The patient recovered post-surgery.